Event description:
During an endoscopic procedure to treat bleeding in the esophagus, the physician used a cook hemospray endoscopic hemostat. It was reported that the co2 [carbon dioxide] cartridge [was] activated, pressed to deploy powder but no powder was spraying out. No gas leakage is heard. Tried with second catheter also the same results. Opened a second set of hemospray to achieve hemostasis. A section of the device did not remain inside the patient¿s body. The physician used additional modalities, hemoclip and injection of adrenaline, to achieve hemostasis. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972 investigation evaluation: the product said to be involved was returned in a yellow biohazard bag, provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. A video was provided of the user describing the event and the user attempting to spray the hemospray device with the catheter attached and it can be seen that no powder was released. Our evaluation of the product said to be involved confirmed the report. All components were included in the return. The returned catheters did not have powder within however one of the catheters was slightly compressed at 34.8cm to 35.2 and 45.5cm to 46.3cm from the distal tip. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A small amount of powder was observed within the device nozzle but not on the outside of the device. When tested as returned the device did not spray. The co2 cartridge audibly discharged upon deactivation and the cartridge was fully punctured. The regulator popped upon removing the co2 cartridge dislodging the lance, black o-ring, small white o-ring, metal ball, and spring from the regulator. A visual examination of the lance showed it to be beveled however, it was unable to be confirmed if the lance and black o-ring positioning were correct due to the popped regulator dislodging them prior to visual inspection. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber. Powder was not present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the hole in diffuser plate at the bottom of the powder chamber showed it to be clear. The smaller powder chamber cannula was observed to be occluded, the powder was removed from the cannula and there was a plug of loose powder at the bottom of the cannula. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.